Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 43 mg/dl, which was treated with food and juice. Blood glucose level came up to 73 mg/dl after treatement. Blood glucose level at the time of the call was 139 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked battery tube threads and minor scratched display window. No blank display anomaly noted. No damage was found on the c13 lcd isolation tape noted. .